Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the distal rectum during a laparoscopic radical resection of rectal cancer, the stapler was able to fire but the posterior part of the stud was poorly formed and was scattered around the tissue. There was no suture completed and the rectum leaked after cutting. The distal part of the staple line was also incomplete and it was fixed by hand sewing. Replaced by another device to complete the case. This laparoscopic procedure turned into an open surgery.

Manufacturer narrative:
(B)(4) (surgical intervention needed). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the distal rectum during a laparoscopic radical resection of rectal cancer, the stapler was able to fire but the posterior part of the stud was poorly formed and was scattered around the tissue. There was no suture completed and the rectum leaked after cutting. The suture was repaired through hand sewing. This laparoscopic procedure turned into an open surgery.